Manufacturer narrative:
The device history records for the sam 500p device and pad-pak were reviewed and this confirmed that all manufacturing and quality checks and test had been successfully completed. The sam 500p passed ¿out qat from heartsine technologies on the 23rd september 2016. Membrane failure due to suspected storage outside of the indicated conditions. Upon receipt the device was found to be switching on automatically. The fault was attributed to what appeared to be corrosion on the j12 connector within the pcb membrane, which had resulted in a short circuit to ground on the on_button line. This had resulted in the multiple 10-minute timeouts observed in the history log and the subsequent depletion of the returned pad-pak, therefore the device could not be powered on as per the reported fault. Furthermore, with a known good pad-pak installed, the fault had also resulted in the inability to power off the device via the on/off button. The faults could not be replicated when the corrosion was cleared from the membrane. This confirmed the failure had due to the corrosion. The corrosion may indicate the device had been subject to storage outside of the indicated conditions. However, this could not be verified by other means, as no corrosion was observed on the device exterior, e.g. The usb contact collars or pogo pins. It is the policy of heartsine not to refurbish devices which have been returned from the field, after investigation, therefore this device shall be scrapped and replaced with a new sam 500p.

Event description:
AED is not switching on. There was no patient involved in this event.

Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer).

Event description:
AED is not switching on. There was no patient involved in this event.